Event description:
In 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare via medwatch report. It was reported during a arthroscopy procedure in the patient's shoulder, the distal piece of the wand was noted to be missing. The distal piece was seen via x-rays in the shoulder soft tissues, but was not retrievable.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation. The lot history documentation was reviewed for this lot. The device history record review indicates all specifications were met. No conclusion can be drawn.